Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that seven months and two days chronic catheter placement procedure in the right internal jugular vein, the red lumen of the device was allegedly leaked. The device was repaired. There was no reported patient injury.

Event description:
It was reported that seven months and two days post chronic catheter placement procedure in the right internal jugular vein, the red lumen of the device was allegedly leaking. The device was repaired. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 12fr hickman d/l catheter was returned for evaluation. Gross visual, microscopic, tactile and functional testing were performed. The investigation is confirmed for the reported leak and identified fracture issues as a longitudinal split was noted on the red luer extension leg approximately 0.6cm from the clamping sleeve. A c-shaped split was noted on the white luer extension leg approximately 1.0cm from the clamping sleeve. During tactile evaluation, extension legs and catheter were gently stretched, and necking was observed throughout. All areas were noted to be normally elastic. Upon infusion of the red luer, a leak from the longitudinal split was noted while water exited the distal end of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.